Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during infusion of chemotherapy staff noted an extravasation. Chest xray was normal. Line removed and a hole noted at 6cm mark. Line was 41cm long with 4cm external. Secured with securecath. Patient had a delay to treatment and is awaiting another PICC line insertion. Patient is being observed. Currently no issues. No other information was provided.